Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 550 micron tfl single use fiber caught on fire. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to mishandling by the user. The event can be detected/prevented by following the instructions for use which state: do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual) (section-device handling). Page 3. Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result. Page 3. Keep the distal tip of the fiber as clean as possible during use to prevent overheating and damage. If removal is necessary to clean accumulated debris, carefully wipe along the fiber length, using a soft cloth following decontamination protocols. Be careful to not use too much force, as this can damage the fiber or laser system connector. (Section-intraoperative). Page 4. Failure of the structural integrity of the device or the failure of the device may lead to treatment room personnel or patient injury, and/or fire in the treatment room. (Section-warning): olympus will continue to monitor field performance for this device.